Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02018. Cine images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician proctor and the following observations were made: melody device present measuring ~24.47mm. Lunderquist wire noted across pulmonic valve. (2) kinks noted in wire within ds. The valve was in good position prior to deployment. Slow inflation noted. Contrast appears dark (possibly over ratio >15%). Successful pulmonic valve deployment. No balloon burst observed on imaging. Balloon failure to deflate noted. Distal tip of balloon remains inflated/intact within existing prosthesis. No images of ds withdrawal into sheath. Snare observed along ds balloon catheter within ivc at abdominal level. Semi-inflated balloon noted during contrast injection. Cannot visualize tip of sheath. Impressions: two kinks noted in the wire within the delivery system which possibly contributed to withdraw difficulty. Successful pulmonic valve deployment observed. The dark contrast observed suggests possible out of ratio concentration. This may have contributed to difficulty in balloon deflation noted. Unable to visualize balloon withdrawal into esheath. Reported difficulty in ds withdrawal likely a result of retained contrast in the balloon preventing retreat into the esheath. Subsequent images demonstrate attempts to snare balloon fragment. The novaflex+ delivery system was returned to edwards lifesciences. Upon visual inspection, the inflation balloon to crimp balloon bond was intact. The balloon burst into two separate pieces and separated from the delivery system/crimp balloon; the proximal end of the balloon was not returned. No applicable functional testing could be performed due to the condition of the returned device. For dimensional analysis, wall thickness measurements were taken at the middle portion of the balloon and the balloon wall thickness measurements met the single wall thickness specification. During manufacturing, all balloon catheters undergo multiple 100% inspections. These inspections make it unlikely that a manufacturing non-conformance was the source of the complaint. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, it is probable that protruding material from the burst inflation balloon caught on the distal end of the esheath during withdrawal, resulting in the withdrawal difficulty. Additionally, two kinks noted in the wire within the delivery system during imaging review which possibly contributed to withdraw difficulty. Consequently, the additional force used during retrieval of the delivery system through the esheath caused separation of the inflation balloon. The report was confirmed; however, no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (calcification) and procedural factors (retrieval force of delivery system into or through the esheath) may have contributed to the events. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(4) 2015 control limits for these trend categories. Therefore, no corrective or preventative action is required.

Event description:
During a transfemoral tavr procedure, a 26mm sapien xt valve was deployed within a stent in the pulmonic position and the delivery system balloon burst. 2ml of solution remained in the inflation syringe, however the valve appeared well positioned with no observable insufficiencies. While withdrawing the burst balloon into the tip of the esheath, a lot of force was required to withdraw the device and the delivery system balloon tore at the base leaving behind a balloon fragment. A new sheath, guiding catheter, snare and lasso catheter were utilized to successfully retrieve the balloon fragment from the patient. At the time of the report the patient was stable.